Event description:
Charite artificial disk implanted at l5-s1. Product failure. Both upper and lower plates separated from vertebral surface and are now subluxed or moving between vertebral space. Inner plastic articulating piece has protruded and is now at posterior spinal line. I am in excruciating pain more than before surgery. I take 3 very potent narcotics for pain, lidocaine patches, nsaids, neurogenic pain meds and muscle relaxers. I feel and can hear very loud crepitus /clicking at implant sight and a squeaking as I can feel implant pressure and bending. I have lost range of motion. My lumbar area is numb. I cannot feel temperature at implant site. I have perineal numbness, inability to feel full bowel. I can only tell when waste reaches rectal sphincter. Very painful bowel movement with numbness, painful cramping and leg pain. I have urinary retention / inability to fully empty bladder. I have tremendous bilateral leg pain. Most of the time, I cannot sit, laydown, walk or stand for more than 30 mins. I have now developed vertigo at times with combined dysphagia and dysphonia and confusion. I also developed a syringomyelia syrinx above the placement site. I developed severe leucocytosis after 1st surgery - unknown cause. After failure, I underwent a 2nd surgery in 2008 of l5-s1 fusion posterior. Doctor did not want to take risk of charite removal. Now that interior piece of charite is at posterior spinal line I have to have charite removal surgery in summer 2009. This surgery will require placement of ureter stents by the vascular surgeon to help reduce the risk of kidney failure. I have suffered in excruciating pain since 2006. Three years of tremendous pain, #10 emergency room pain, even with medication. Pain that makes you vomit and roll around on the floor in agony. Pain that makes you live your life upstairs in bed, dependent on others, unable to get down, unable to comb your own hair, lost from society, left to suffer. And now unable to have children. Recall this medical device immediately. Do not place another one of these devices in another person. This is no life to live. Dates of use: 2007- 2009. Diagnosis or reason for use: failed conservative therapy at l5-s1.